Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 11/12/2024 mfg # 3004753838-2024-296005. The ack2 was received on 11/12/2024 by cdrh with core ID: (B)(6). As per the esg/cdrh email dated 11/20/2024, we were informed that "due to the outage last tuesday, it seems that the core ids provided were not received properly. Please resubmit them and let us know if there are any issues. If so, please provide us with a list of the core ids still experiencing issues, and we will investigate further. Below are the affected core ids that should be resubmitted." On december 31, 2024, cdrh confirmed that we can proceed with resubmitting these mdrs, and they will still be considered timely submissions. Cdrh stated, "yes, you may proceed with resubmitting these submissions with those additional notes for the h11 field."